Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted (B)(6) 2018; 419488 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain and went to hospital. It was discovered that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was rv oversensing on stored electrograms (egm), and high rate noise caused pacing inhibition. The rv lead was suspected of fracture. The rv lead was capped, and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.